Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a filter placement treatment procedure, deployment difficulties occurred. Vascular access was obtained via the femoral artery. The 12fr greenfield vena cava filter was advanced to the vena cava. Upon deployment the filter horizontally deployed in the vena cava. A snare and a balloon were used to reposition the greenfield filter upright in the vena cava. No further patient complications were reported.